Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, belt failed incoming testing. Upon investigation the black pp+ wires were broken at the solder joints in ECG-a. The cause of the test failure was broken wires. The root cause for the broken wires was unable to be positively determined, but likely physical abuse. No adverse event resulted form the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.